Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of hemorrhage and death are listed in the graftmaster rx coronary stent graft system, instructions for use as known patient effects that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatments appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent as implanted and will not return for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, the patient had a right coronary artery heart catheterization. A swan-ganz catheter advanced and balloon inflated when the right pulmonary artery perforation occurred. The catheters balloon was re-inflated for vessel tamponade. The patient had then coded (cardiopulmonary arrest). Medications and cardiopulmonary resuscitation (CPR) were provided. Thoracic surgery was called and patient intubated. The patients blood pressure was dropping and medications were provided. Further balloon angioplasty was performed and a runthrough wire was placed. A 2.8x16mm graftmaster stent was then implanted, however, the perforation had not fully sealed. As further treatment, two interlock coils were placed. The perforation resolved and blood pressure was improving. Post-procedure, a pneumothorax was noted and chest tube placed. A blood transfusion had also been provided during the procedure. The patient went into the intensive care unit in critical condition. Once in ICU, the patient had pulseless electrical activity (pea) and expired that day despite resuscitation attempts. No additional information was provided regarding this issue.